Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351956. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm 10 bag 500 has been found experiencing seven occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that 7 syringes had clear liquid in them. Verbatim: lot: 8351956. 1/2ml, 31g, 8mm 328509. Relion consumer reported: 3 different packages, had some type of clear liquid in syringes. 7 syringes affected. Same lot's never had issue 2 samples available to send in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5 ml 31ga 8 mm 10 bag 500 has been found experiencing seven occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported that 7 syringes had clear liquid in them. Verbatim: lot: 8351956. 1/2 ml, 31g, 8 mm 328509. Relion consumer reported: 3 different packages, had some type of clear liquid in syringes. 7 syringes affected. Same lot's. Never had issue. 2 samples available to send in.